Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's (B)(6) dbs ipg was explanted and replaced due to fluid intrusion in the device's header. The patient reportedly did not experience a loss of therapy due to this issue. Effective therapy was recaptured for the patient following the procedure.